Event description:
It was reported that this right ventricular (rv) lead had dislodged approximately six months after implant. This lead was explanted and replaced with a new rv lead. No additional patient adverse effects were reported. This lead will not be returned to boston scientific for analysis.